Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a display failure.

Manufacturer narrative:
Additional information has been requested regarding evaluation and repair of the device, and if provided a supplemental report will be submitted.

Event description:
N/a.